Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4) , ubd: 26-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the pump/therapy worked beautifully for the trial and initial implant, but then the incision opened up and the hcp was worried about potential infection or spinal meningitis so intentionally cut the catheter and had to redo it. The hcp went in to "redo" the catheter and couldn't get their spinal fluid to flow so they "rerouted" and connected the new catheter. It was noted the hcp had to pole a hole in the intrathecal sac 4-5 times to get it, but put saline in the catheter and got it to flow. It was noted the pump does not help like it did before. It was also noted the pain pump was not working/something was wrong with it. It was noted the issue started about a month after implant. Document contained no new information.